Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on two different occasions. The customer tried to treat her blood glucose with a manual injection but they did not respond. The customer tested positive for large ketones. While in the hospital, the customer changed her infusion set and used new insulin. Her blood glucose did respond. The customer feels that her high blood glucose was insulin related. No further information was provided.